Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Device received with cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, faded serial number label, stained keypad overlay and scratched case. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alarmed with an open book image. The customer's blood glucose level was 9 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.